Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the centrifugal control unit (ccu) display was blank. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The data log was reviewed by the manufacturer's senior technical support specialist, and it was found that there were multiple 24-volt (v) failures. The fsr replaced the network interface card (nic) module and cables. The unit operated to the manufacturer's specifications.